Event description:
It was reported that on an unknown date in 2025, an unknown size amplatzer septal occluder was implanted for an atrial septal defect (asd) closure procedure. On an unknown date in 2026, the patient suffered a late tamponade. The patient treated surgically but they don't know if they have removed the occluder or if they left it in place. The patient recovered from surgery and discharged. The patient was reported discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.